Manufacturer narrative:
The reported event was confirmed. A 75cc amber lubricath foley was returned open with its original packaging. A plastic connector was attached to the drainage funnel and the balloon appeared to be collapsed. A sodium chloride syringe was also returned. In the previous investigation, a 10cc leur lock syringe was used to attempt to inflate the catheter with 80cc of di water. Water was seen leaking from the catheter drainage eye which is indicative of lumen to lumen leak. This would fail the functional testing per inspection procedure. A potential root cause could be due to a "machine or operator error" during the water dip of the buildup dipping process. Another potential root cause could be due to operator error when removing catheters from the form during the stripping process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not completed as this would not likely because by the user. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a lumen to lumen leak was found during the sample evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that a lumen to lumen leak was found during sample evaluation.